Manufacturer narrative:
The reported complaint of insufficient heat seal is confirmed. Seven 139112ext were received in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection found that all seven devices exhibited signs of an angled seal. The devices were functionally tested and found that all devices failed dye leak testing and the sterile barrier was breached. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two year lot history review was conducted and found no other complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 65 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, ultraclean 4in. Blade electrode, extended insulation, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.